Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. There was noise on the lead and an incomplete fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.